Manufacturer narrative:
Age, weight and ethnicity: unknown, information was requested but not provided. Date of event: unknown, information was requested but not provided. Brand name: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Model number and serial number: unknown, information was requested but not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. If implanted, give date: unknown, information was requested but not provided. If explanted, give date: not applicable, as the device remains implanted. Device manufacture date: unknown, as the serial number was not provided. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted in the right eye. The surgeon stated the patient has never felt clear in the right eye and upon higher zoom with side lighting the central optic of the lens in the right eye has what looks like machine like lathe marks within it. It is described as a perfectly circular roughness/haziness of the center optic on the right. The rest of the rings look clear on un-dilated exam. The patient's capsule has had yttrium aluminum garnet (yag) performed. The surgeon is probably going to have to remove and exchange the right lens along with a vitrectomy because of the reduced vision. The patient is being seen for a follow-up visit in two weeks for a dilated exam. No further information was provided. This report is for the patient¿s right eye event. A separate report will be filed for the patient¿s left eye event.